Event description:
A manufacturer representative reported that the patient was having difficulty recharging their implantable neurostimulator (ins). On (B)(6) 2016, the patient specified that they had a hard time getting the ins recharger (insr) to connect with the implant. The insr would connect for a brief moment, would beep and would not charge the ins fully. It was noted that it would take days for the patient to get even one coupling bar. It would also take hours for the ins to get a bit of charge. There were no reports of medical or therapy issues and no patient symptoms reported. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as spinal pain.

Event description:
It was reported by the patient that they were charging too frequently. Patient reported having to charge every week to every 2 days. Patient reported that even when they leave their device off the battery drains quickly. Patient reported it took them 8 hours to charge the ins and they had to do that while standing up in order to charge. Patient was getting 2 coupling bars and would see the reposition antenna screen come up and then would need to readjust the recharger to get ins charging again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.